Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue could not be confirmed/reproduced. The repair inspection noted the adhesive on the bending section cover has a chip. The video connector has a crack, and the adhesive around the objective lens is peeled. There are scratches on the following parts of the scope: switch (1), up/down and right left plate, control unit, grip, light guide connector, light guide coverglass and the video connector. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed via repair request that the customer endoeye flex-deflectable videoscope has a ¿b30 (scope communication error)¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Operator of device - health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the image sensor unit becoming damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) On the electric board are malfunctioning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description.

Event description:
Olympus was informed that the customer¿s reported ¿b30 (scope communication error)¿ was found at inspection before use. A back-up scope was used for the scheduled procedure. No additional details were provided.